Manufacturer narrative:
Medtronic investigation of returned suspect axiem 4port finds that the reported problem could not be duplicated. The axiem unit was connected to a test system with the ent application for three hour burn-in test. Registration, tracking, and accuracy looked normal on all 4 tool ports. The tools were connected and disconnected from each port multiple times and system remained functional. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The aware date reported on MDR-fu1 was incorrect and should have been (B)(6) 2016; the suspect axiem 4port was returned and analyzed on (B)(6) 2016.

Manufacturer narrative:
On 08/11/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Failure: axiem communication. Checked out fusion and replicated behavior - after being on normally for about 45 minutes, communication with emitter stopped. Re-booting software brought it back again. Most likely axiem box, checked all connections and cleaned the vent internally. Return requested. Replacement axiem 4port shipped to site 08/12/2016. No parts have been received by manufacturer for analysis. On 08/15/2016 a medtronic representative replaced the axiem box, then performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site's navigation system experienced intermittent axiem function. Manipulating the plug where it connects to the axiem port could bring the connection back. In trouble-shooting, the medtronic representative checked the navigation system and noted the axiem box was responding intermittently with blades and balloons. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome reported.